Event description:
It was reported that the battery of cs300 intra-aortic balloon pump (iabp) was not charging during use on patient.

Manufacturer narrative:
Due to character limitation in e1, full event site name is (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the battery of cs300 intra-aortic balloon pump (iabp) was not charging during use on patient. There was no injury reported.

Manufacturer narrative:
Updated fields - b4, b5, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusion, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate any failure with ac/battery operation. During testing observed short battery run time, will order batteries and return to install. Returned on june 13th and installed new batteries (d146-00-0039) that failed during testing observed short run time. Could. Not duplicate any ac issue and operational to specifications. Unit passed all functional and safety tests per factory specifications, returned to customer.